Event description:
During a transfemoral tavr procedure, during balloon inflation, there was a premature ventricular contraction that interrupted pacing train, which caused the valve to embolize aortic. The initial valve placement was 50:50. Pacing was initiated at 180bpm. The ao pressure was below 50mmhg. During the embolization, the valve remained on the partially inflated balloon. The delivery system was tracked over the wire to the descending ao where the embolized valve was fully deployed. Another valve was successfully implanted 60:40 ventricular in the aortic annulus. The remainder of case was finished in standard operating fashion. The patient was transferred off the table in stable condition.

Manufacturer narrative:
Per the instructions for use, device embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the valve embolization was reported as a premature ventricular contraction that interrupted pacing. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.